Event description:
It was reported that the iab was inserted using an introducer sheath. Pump alarms were experienced so the pump was reset and the alarms stopped. Approx 8 hours later, the alarms occurred again and "tiny specks" were observed in the helium tubing. When the alarms continued, the iab was removed and replaced. There were no associated pt complications.